Event description:
In 2008, the pt reported receiving an e4 (occlusion) error on her infusion device at 8:00 am while attempting to bolus for her evening meal. She stated that she changed the infusion tubing, but she did not change the infusion site. The infusion site had been in use since the previous night. To troubleshoot, the pt was instructed to disconnect from her infusion site and to perform a prime. She was able to do so without error. She was advised to change her infusion site. She stated that the cannula was bent upon removal. The pt's blood glucose was elevated to 245 mg/dl. She stated that she attributed elevated blood glucose to only receiving 4.0 units of a 10.0 unit bolus, she attempted to deliver earlier in the day. Her target blood glucose level is 90-130 mg/dl. Upon follow up on five days later, the pt reported that her blood glucose had returned to normal and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.